Event description:
While activating an electrosurgical handpiece at the surgical site, the physician received a burn from the electrosurgical handpiece.

Manufacturer narrative:
This is the second of two incidents reported by the user-facility. During a 'c-section', the physician activated an electrosurgical handpiece at the surgical site. The physician holding the electrosurgical handpiece stated the shock received came from the handpiece itself. The physician had to receive medical intervention in the form of burn cream. Both the generator and two handpieces were sent back for evaluation. All products returned met manufacturing specifications and performed as intended. At this time, the root cause is unknown. As the physician received medical intervention, this incident is being reported to the f.d.a.